Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving lioresal at a concentration of 2000 mcg/ml at a dose 620.7 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that since (B)(6) 2016, the patient has had increased spasticity and behavioral changes despite dosing increases. The patient also had a fall in (B)(6). No volume discrepancies at the refills and no alarm logs present have been reported. In (B)(6) 2016, the hcp attempted a catheter access port (cap) dye study and was unable to aspirate fluid from the cap. The patient has been supplemented with oral baclofen since (B)(6) 2016 and has been stable. The hcp got a surgeon involved to check the catheter and perform a possible revision. The surgeon wanted to first attempt a single bolus of 50 mcg and see how the patient responded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.